Event description:
It was reported that the "surgeon did the final tightening of screws with the torque wrench when the tip broke off inside the blocker. The surgeon completed the tightening by using the blocker inserter. He is an experienced xia user. There was no added time or complication arising from the broken wrench."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the hex-tip on the returned instrument was confirmed to be broken. This type of breakage has been investigated and addressed under CAPA (B)(4); the root cause was an inadequate heat treatment process in 2007, resulting in embrittled parts. The material was not heat treated correctly resulting in high hardness (which makes the metal brittle). The causes identified in this CAPA are all consistent with the findings presented in the third party performed analysis. Additionally, the manufacturing records of this sample were also reviewed and all units within the lot were inspected and accepted per stryker specifications. Conclusion: this testing concluded that the breakage was due to semi fragile sudden rupture process initiated by a significant notch effect. The breakage was initiated precisely at the filet zone of the shoulder between the hexagonal extremity and the 8.5mm diameter zone. Also, the radius of the filet was very low, but still within the specification of the drawing.

Event description:
It was reported that the "surgeon did the final tightening of screws with the torque wrench when the tip broke off inside the blocker. The surgeon completed the tightening by using the blocker inserter. He is an experienced xia user. There was no added time or complication arising from the broken wrench."